Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device will not turn on. This file is to capture the "90% that would not turn on" reported by the customer that have not already been reported. There was no reported patient involvement.